Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-8655-06 chondral pick tip broke off while inside of the ankle joint during an ankle arthroscopy procedure on 08/05/2022. The broke fragment was retrieved and the case was completed by using a new ar-8655-06.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the distal tip of the device had broken off. The fragment was not returned for analysis. It was observed that the shaft of the pick was significantly bent, indicating that the device had been subjected to prying/leveraging forces. As such, this event is consistent with user-applied mechanical forces to the device during use.